Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a cardiac tamponade developed. Subsequently, a pericardiocentesis was performed and a drain was placed, which drained over 2000 ml. Therefore, a sternotomy was performed to repair the cardiac wall laceration. Packed red blood cells and fresh frozen plasma were administered. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.